Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The visual evaluation of the returned sample noted one opened (no original packaging present), silicone temperature sensing foley catheter present. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) without issue and balloon concentricity was observed to be 60:40. The catheter was allowed to rest for 30 minutes with no leaks. The catheter returned all 10 ml of solution when passively deflated. Active length of the catheter balloon was measured (0.8940") and found to be within specification (6"-9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon."

Event description:
It was reported that the balloon would not inflate during pretest. Another catheter was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate during pretest. Another catheter was used.